Event description:
It was reported that during a gastroplasty and fobi capella through laparoscopy procedure, the stapler locked in the first and second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Axle support, incomplete cycle, firing trigger teeth. The analysis results found that the ats45 device was received with the firing and clamping mechanisms damaged and with two 6r45b cartridge reloads present. Cartridge (b) 6r45b, l52f8d was received partially fired 1/4 and with the lockout spring damaged. Cartridge (c) 6r45b, l52f8d was received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).